Manufacturer narrative:
Awaiting product return to conduct quality investigation

Event description:
Consumer called to report inaccuracies with her plink meter when comparing to another meter. Difference in readings is too great. Analysis run on clark error grid using competitive readings (120) vs. Bd readings of (450) yielded data points in the c zone of the grid, outside of acceptable limits.